Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found that it was functionally okay and had insignificant anomalies.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0t44m, implanted: (B)(6) 2015, explanted: b)(6) 2016, product type: lead.

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor, via the manufacturer representative, reported their symptoms returned. It was unknown what factors may have led or contributed to the issue or when the issue began. The implanted system was explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported the patient's implanted system had been returned for analysis and it had been received.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.